Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of astigmatism that changed completely and vision being more nearsighted post-operatively after cataract surgery with an intraocular lens (iol) implant. Additional information was requested.